Event description:
The customer reported that the pt was recannulated twice due to the tube deflating during use. The report states the cannula was placed at hospital but the childs mother checks and inflates it at home. Cross reference second occurrences on MFR # 2936999-2014-00021.

Manufacturer narrative:
(B)(4). Investigation is ongoing.